Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced leg weakness after implant. As a result, the patient's lead was explanted and replaced with two percutaneous leads. Per the physician, the patient's condition was improving. The patient was to undergo two weeks of rehabilitation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's weakness in the legs has improved. In addition, the patient is now walking with a cane.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient was reportedly in a wheelchair. The patient's system was programmed to provide stimulation along the pain pattern. Physical therapy is planned as the next course of action.